Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event type was updated to device deficiency. The event resulted in in-patient or prolonged hospitalization and medical/surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hospitalization no longer applies. Product ID: 3389-40, lot# 0207163829, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_lead, lot# 020722073, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was high impedance on electrodes 9 and 10 during routine follow-up due to suspected right lead break. Diagnostics included device interrogation, which revealed abnormal, high impedances. Event type was updated to adverse event from device deficiency. The relatedness was changed to not related to ins, and related to new illness/injury. The event did not result in in-patient hospitalization. Actions taken included explant and replacement of the lead on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient did not experience a new type of seizure and their seizure type did not change. It was not clear what "inerent" of seizure frequency referred to. The ins was replaced on (B)(6) 2018. There were no falls/trauma associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0207163829, implanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_lead, lot# 020722073, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The lead fractured and there was "inerent" of seizure frequency. Diagnostic methods included x-ray and device interrogation/device data on (B)(6) 2017. Etiology was stated to be possibly related to the neurostimulator. Actions taken included in-patient hospitalization, two epileptologist visits, and device replacement on (B)(6) 2018. The outcome was unknown. The patient's status was described as alive with injury. No further complications were reported. Relevant medical history included cognitive impairment, localization-related (focal, local, partial) epilepsies and syndrome. Symptomatic was described as multiregional and the localization of epileptic zone was on the left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was resolved without sequelae as of (B)(6) 2018.